Event description:
One (1) month after using the dreamstation I got a bad upper respiratory infection. And have had a constant cough since the start of using the CPAP machine. And now my dr's are telling me my liver numbers are off, I pray I don't have cancer. FDA safety report ID# (B)(4).